Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported foreign bodies under left eye flap at one day lasik follow up. At visit patient complained of "slight pain". Additional information from reporter indicated patient's topical steroid dosage was increased and patient was referred to surgeon for flap rinse and lift. Additional information has been requested.